Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the procedure was aborted after 2 seconds of treatment. The aborted procedure was not continued from the number of already shot pulses but was re-entered and treated in addition to the already shot number of pulses. Additional information requested.

Manufacturer narrative:
Log file review shows that the aborted treatment was not due to an error of the system. The logfiles were analyzed; it was concluded that the aborted procedure was not continued from the number of already shot pulses. Instead, it was re-entered and treated in addition to the already shot number of pulses. The root cause could not be identified conclusively, but the most probable root cause is an inappropriate handling of the foot-switch (laser pedal). Pushing the foot-switch (laser pedal) in hesitant or slow manner will lead to interruption of the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).